Event description:
It was reported to medtronic minimed that the customer received a pump error 38(no motor movement or negligible movement. Retries to free a stuck motor failed). The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed. The customer was able to clear the alarm and able to rewind the pump. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump passed the self test. Unable to perform the displacement test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to a constant pump error 38 alarm during the rewind test. Successfully downloaded history files and traces using thump. Pump error 38 alarm was found on: 04/12/2025 19:26:24.000, 04/12/2025 19:28:15.000, 04/12/2025 19:39:40.000, 04/12/2025 19:40:37.000, 04/12/2025 19:55:38.000, 04/12/2025 20:53:44.000, 04/12/2025 21:03:00.000, 04/13/2025 08:04:32.000, 07/08/2025 09:48:00.000. Pump was cut open to perform visual inspection and found a jammed motor gear box. No evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. A test motor was used and continued on rewind test. The pump rewind, load reservoir and no reservoir detected alarms properly. The pump rewinds successfully. The pump passed the rewind test. The pump had a constant pump error 38 alarm during the rewind test was confirmed due to a jammed motor gear box. In further review of the formatted history file 2 days prior to the event date of 16-apr-2025, these pump error(s)/alarm(s) were noted: insert battery alarm was found on: 04/15/2025 11:59:31.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. The molding knit line damage (near the belt clip plate) was acceptable per case assembly cosmetic specification, (B)(4). The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: a scratched case. Unable to perform the required testing due to a constant pump error 38 alarm during the rewind test. A constant pump error 38 alarm during the rewind test was confirmed due to a jammed motor gear box. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.